Manufacturer narrative:
This medwatch is submitted to inform a duplicate of complaints and reports sent to FDA. It was noticed on may 6th and confirmed on may 9th that there was a duplicate between this case and another complaint registred internally under reference cmp-0492178 . The second case was reported under reference 3004788213 -2019 - 00133. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event could not be determinated. The pain and migration of device, can be explained by an incorrect choice of implant size, incorrect distraction or incorrect disectomy during the initial surgery . However, with available inputs, these hypothesis could not been confirmed. Root cause: undetermined with hypothesis of user error during initial surgery (poor preparation or wrong size selected).

Event description:
Mobi-c p&f us: revision due to pain and migration. On april 8th 2019, it was reported that a patient with cervical surgery one year prior, had improvement noted in the beginning but had pain return. Patient and surgeon decided to proceed with disc removal and fusion. Surgeon found the polyethylene had popped out of the disc upon inspection post operatively. Patient with mva causing cervical herniation prior to initial cervical disc mobi-c implant. The prothesis concerned is mb3356 lot 5252403. Clarification was requested as reported lot was not found in our records. Update on (B)(6) 2019: it was noticed on may 6th and confirmed on may 9th that there was a duplicate between this case and another complaint registred internally under reference cmp-0492178 and reported under report reference : 3004788213 -2019 - 00133. The patient is in stable condition, discharged home. No identified contributing conditions related to the event. Is not known if the surgical technique was followed during initial surgery. No x-rays could be provided. There was not trauma. The patient is smoker. The event was occured in level c6-c7. Photos of the removed device were provided. The actula device reference was confirmed on (B)(6) 2019 as : mb3356 lot 5253461.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Additional request were made to collect additional information on this case . A confirmation of lot number of device was requested, to review the device history records and traceability. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: revision due to migration mobile insert. Patient with cervical surgery one year prior, had improvement noted in the beginning but had pain return. Patient and surgeon decided to proceed with disc removal and fusion. Surgeon found the polyethylene had popped out of the disc upon inspection post operatively. Additional information was requested to reporter. Investigation ongoing.